Event description:
It was reported that an ilet pump with a cracked screen became unresponsive and could not be awakened, and the patient could not use the device; the touchscreen was damaged and the device could not be operated, and delivery of a replacement was communicated with tracking updates. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen component issue with unresponsive controls, with a software problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.